Event description:
It was reported that the pump warranty had expired, and the device could not be repaired or replaced due to blacked-out pixels indicating a screen failure, a battery that was running out of charge faster than normal, and consistent signal loss from the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional corrective actions by tandem technical support were reported.